Event description:
It was reported that the pulse generator exhibited premature elective replacement indicator. The device was reprogrammed and the eri flag was cleared. The device remained implanted.